Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the bed frame condition: the side rail panel was partially detached from the bed frame and scratches on the panel were visible, additionally, the bed frame was bent. The observed damages may indicate that the side panel was blocked by the obstacle during the raising of the backrest, which is in line with circumstances reported by the customer. The instructions for use for enterprise 5000x (746-577-en_17) include the instructions for safe operation to avoid damage of the side rails as follows: - "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, beside furniture or any other objects do not restrict its movement." "Check operation of side rails" - this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail panel was partially detached from the side rail mechanism and the bed frame was bent. There was no allegation of any patient involvement. No injury was claimed. This complaint is deemed reportable due to the safety side detachment from the bed frame.

Event description:
Following the information provided the safety side was partially detached. It was reported that damage occurred as the bed was raised, the side rail pressed against an object that restricted it¿s movement. The bed was taken out of use. The evaluation provided, revealed that the bed frame was bent and the side rail was damaged (scratches on the top of the side rail panel, the side rail lower arm was detached from the bed frame). There is no allegation of patient involvement. No injury was sustained.